Event description:
It was reported that the 2.25 x 23 mm xience nano stent was noted to be loose on the balloon prior to use. The stent became dislodged as the physician applied more force checking the security of the stent. There was no patient involvement. The patient was treated satisfactorily with a non-abbott stent. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Reportedly, as more force was applied checking the security of the stent, it dislodged from the balloon. It should be noted that the xience v/nano instructions for use states: do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination, or stent dislodgement from the delivery balloon. Based on the information reviewed, there is no indication of a product deficiency.